Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds. A chest x-ray revealed there was a slight change in the position of the rv lead. The physician concluded a micro-perforation had occurred. The patient experienced a pericardial effusion resulting in tamponade. The effusion was drained and the lead was reposition. The rv lead remains in use. No further patient complications have been reported as a result of this event.